Event description:
The manufacturer received information from a customer that the system leak verification test step had failed on trilogy evo o2 device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 device was having preventative maintenance performed evaluated when this issue occurred at the manufacturer service center. During the evaluation it was noted that the proportional valve had caused the system leak verification test step to fail on the device. In conclusion, the device's proportional valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue. The display pca was replaced for a communication failure in the micro universal serial bus (usb) port, which was unrelated for the reportable issue. The air foam filter and particulate filter were replaced for preventative maintenance unrelated to the reported issue.